Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-02584. Additional information received identified the patient underwent surgical intervention on (B)(6)2017 wherein the left lead was explanted and replaced with another model. The physician stated the alleged lead was broken due to patient's activeness. Effective stimulation was restored postoperatively. It is unknown which one is the explanted lead. Therefore, both the leads are being marked as explant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-02584. It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances on one of the supraorbital lead (off label). Reprogramming was tried to no avail. Surgical intervention will be taken at a later date to address the issue.